Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device has no issues with the image. The device evaluation found that the leak test failed and there was puncture on the cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation, the most probable cause of the complaint is due to component failure. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device would not register on system and could not get an image. The issue occurred during preparation for use. There was no patient involved.